Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Assignment to court (legal case received). The translated document cites the following: shell was implanted too vertically. Impingement of the ceramic liner's metal hull and the stem caused metallosis. Patient experience squeaking and the ceramic insert ruptured. The stem 'also appears to have a slight varus...' Patient was revised (B)(6) 2010.